Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
When changing the supplies on the pump, the customer reported that it took longer than usual to observe insulin coming from the end of tubing during fill tubing. Reportedly, it normally takes the customer 20-22 units of insulin to fill tubing with insulin but today it took 37.5 units of insulin before the customer observed insulin drops. During troubleshooting, there was no issues observed with the patient tubing line. The customer was able to see drops coming from the end of the tubing and was able to complete the load process. There was no impact to the customer's blood glucose level.